Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. A product review of the a.t.s. 2000 serial number (B)(6) was not completed due to the unit not being returned. Repair of the device was not performed because the device was not returned. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Manufacturer narrative:
(B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental / final medwatch will be filed.

Event description:
It was reported that during a surgery in (B)(6) 2019 the patient started bleeding while the tourniquet pressure was on at 240mmhg. After switching the red tourniquet cords to the blue tourniquet cords, the bleeding stopped. Unknown harm and unknown delay. Event required medical intervention. No additional consequences have been reported as a result of this malfunction.